Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were alleging possible insulin pump was under delivery because they had high blood glucose level while in auto mode. The customer blood glucose level was 289 mg/dl at time of incident. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and injection. Customer reported that the insulin exited at the quick release. Customer declined to performed high-pressure test on insulin pump. The device will not be returned for analysis.